Event description:
During a remote follow-up, noise resulting in oversensing was observed on the right ventricular (rv) lead. Abbott technical support was contacted and the device was reprogrammed to resolve the event. The patient was in stable condition.

Event description:
Additional information received indicated the physician suspected right ventricular lead damage to be the cause of the event.